Manufacturer narrative:
The patient was born on an unspecified date in 1949. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as related to poor source of water and poor environment. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics, however, the same day as the peritonitis diagnosis, the antibiotics were discontinued. At the time of this report, the patient was not recovered from this peritonitis event. On an unreported date, dianeal therapies were discontinued and the patient was transferred to hemodialysis. No additional information is available as the reporter declined to provide any further information.

Manufacturer narrative:
Correction date of event: on (B)(6) 2016 the patient was diagnosed with peritonitis, previously reported as (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.